Manufacturer narrative:
(B)(4). Product registration - additional d4 catalog/serial no - additional h2: additional information.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without manual restart occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.